Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following pump implant the patient developed an infection in the pump pocket. The patient symptoms included increased spasticity and sweating (diaphoresis). The device system was explanted and discarded. The device system was used to deliver baclofen and infumorph. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, lot#, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2012, product type: catheter. (B)(4).